Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was slow and was unable to load and print reports. A technical support specialist dialed into the server and was able to login to pharmacy enterprise system (pes) and healthsight viewer, although performance was slow. The tss opened structured query language (sql) server management studio (ssms) and noticed that the extract, transform, load (etl) process had been running for several hours without failing. The tss stopped and restarted the job, but afterward the extract, transform, load (etl) process failed to start. The tss then opened the log file viewer in ssms and received an error, then launched microsoft services manager (services.msc) and restarted both the sql server and the sql server agent. The extract, transform, load (etl) job then began running successfully at five minute intervals and monitored the extract, transform, load (etl) jobs and confirmed that continued to run successfully and also noted that server memory usage was at 85 percent (8 gb) and that the server had not been rebooted for 70 days. An email was sent to the customer requesting monitoring of the next scheduled report cycle, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had device server slow and unable to load and print reports, the pyxis local server malfunctioned. The it team rebooted the server twice, but the webpages continued to load very slowly. Reports could not be loaded or printed, and several scheduled reports did not print in the morning. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.